Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/12/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2003 via the common femoral vein due to dvt post multi-trauma car accident. Plaintiff is alleging mental anguish that filter will fail causing add'l medical problems, indentation in her chest and a fluttering feeling in her chest.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2003 at the (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.

Manufacturer narrative:
Changed to: it is alleged that "the patient received a gunther tulip filter on (B)(6) 2003 at (B)(6)." (B)(4). Evaluation- no information regarding the event has been provided. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injuries. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "the patient received a gunther tulip filter on (B)(6) 2003 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "mental anguish, indentation in chest, fluttering". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. It is unknown if the reported mental anguish is directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.